Manufacturer narrative:
H.6. Investigation: four 1ml syringes in fully sealed blister packs confirmed to be form batch 8324842 (p/n 309628) were received and evaluated. It was observed all the syringes were missing print. The amount of missing print varied between samples from no print above the 0.7ml to no print above the 0.9ml. All the syringes were rejectable per product specification. Potential root cause for the missing print defect is associated with the marking process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10

Event description:
It was reported that the marked increments and "1ml" numbering on the bd syringe luer-lok¿ tip scale were not visible past the "0.9ml" mark. The defect was found before use. The following information was provided by the initial reporter: "the marked increments and 1ml for bd 1ml syringe (ref 309628)( lot 8324842)(exp 11-30-2023) are not visible for volumes greater than 0.9 ml."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the marked increments and "1ml" numbering on the bd syringe luer-lok¿ tip scale were not visible past the "0.9ml" mark. The defect was found before use. The following information was provided by the initial reporter: "the marked increments and 1ml for bd 1ml syringe (ref (B)(4)), ( lot 8324842), (exp 11-30-2023) are not visible for volumes greater than 0.9 ml."